Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va17gnx , product type lead. Patient code (B)(4) and device code (B)(4) pertain to the lead ((B)(4)). Fdc pertains to the ins ((B)(4)) and lead ((B)(4)).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were implanted for urinary retention, which they had since they were (B)(6). The patient stated that they thought that they believed that there were problems with their device. The patient noted that their stimulator was faulty because it kept turning itself off, which then caused the patient¿s target symptoms of urinary retention to return, and then they would have to go to the emergency room (ER) to be catheterized. The patient stated that this had happened 4 times since they were implanted and noted that the sudden onset of bladder retention caused pain in their leg and back. The patient reported that they did not have their patient programmer (pp) with them when this would happen, so they could not verify that the implantable neurostimulator (ins) was actually turning off. The patient stated that one of the times in the ER they did a CT scan and gave the patient a narcotic in an IV, they then sent the patient home and the patient noted that they rear-ended someone on the way home. The patient stated that they had tried three out of the four programs since they were implanted, and after changing to a new one they noticed that the stimulation felt different, in the middle of the night their leg was going crazy and bouncing around. The patient noted that they had recently tried increasing the amplitude from 1.9 v to 2.4 v and could feel the stimulation at first, but at the time of report did not. The patient reported that ¿this thing is visible¿ noting that the ins and lead were superficial, just beneath the skin. The patient stated that they could move the wires in their back and that they were a small person only weighing (B)(6). The patient noted that the ins was implanted right on the pants seam and that the wire was implanted just beneath the pants center seam, which was uncomfortable. The patient stated that this had been since they were implanted. The patient noted that they were seeing a poor communication screen and a blank screen on the pp. The patient stated that the ins took forever to get a reading, even when the healthcare professional (hcp) used the clinician programmer. The patient was seeing the poor communication screen while the pp antenna was attached, but could sync without issue when the antenna was disconnected. The patient confirmed the antenna was secure and synced, but this did not resolve the issue. The patient then unplugged the antenna, placed the pp directly over the implant on the skin, and synced with the ins resolving the issue. The patient was advised to follow up with a hcp and was transferred to repair for the pp issues. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they received the replacement programmer and it seemed to be working fine. Consumer reiterated the bladder retention and pain issues as well as their implant turning on and off. Health care professional reported the patient declined an appointment on (B)(6) 2017. No further information reported.